Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was receiving multiple battery alarms on her insulin pump and went through a pack of batteries over the course of two days. The customer's blood glucose was between 100 to 200 mg/dl at the time of the incident and 300 mg/dl on the morning of reporting it. The customer received a failed battery test alarm. She was advised to check for damage, corrosion and a missing spring and none of these were found. The customer was advised to clean the battery cap contacts and insert a new battery. The customer did not receive a failed battery test notification. Her alarm history showed a number of bad battery alarms, a few weak battery alarms, and a couple of battery out limit alarms. Nothing further was reported.